Event description:
The facility returned the device for svc to baxter. During svc testing, baxter svc tech reported that the device underdelivered. No pt incident or injury has been reported with this device.